Manufacturer narrative:
The pump was received with a missing keypad overlay, cracked case (battery tube), missing display window cover and cracked battery tube threads. Unable to perform the displacement test due to the missing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's keypad cover was peeling of. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.